Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing (twos). Clinic evaluation showed auto setup failed in all vectors at secondary 1x gain, so all sensing vectors were assessed and the device was reprogrammed to primary 2x gain. The electrode remains in service. No adverse patient effects were reported.